Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure. The patient had liver failure, kidney failure, vasoplegic post-operatively and did not respond to any critical care therapies post-operatively. It was discussed with the patient¿s family and family wished to withdraw care. It was reported the device operated as intended. No autopsy was performed, the device was not explanted and will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient's outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 (post-implant day 7). The cause of expiration was stated as multisystem organ failure. The heartmate 3 lvas IFU lists renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.